Event description:
The customer reported a ballooning silicone segment in the myelo suppression unit on the critical care floor during a chemo infusion. No leakage occurred. There was no pt harm or medical intervention. No further pt or event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation is completed.